Event description:
Bilateral breast augmentation. Possible ruptured implant on left. Also bilateral capsular contractures eleven years after augmentation. Bilateral capsulectomies and implant removal. Both implants removed intact. Evidence of silicone bleed right implant.